Manufacturer narrative:
Film evaluation summary: the reported aneurysm enlargement was confirmed on the films provided; however, the cause of the event could not be fully determined. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help ruling out other potential endoleaks was not seen. A type ii endoleak was observed on cts from 2.5 weeks post index procedure. The most recent images from approximately 3 years post implant were non-contrast, however, the radiology report provided with the images identified the presence of the same type ii endoleak. It is most likely that this endoleak was a contributory factor in the observed aneurysm enlargement. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system and endoanchors were implanted in the endovascular treatment of a 78mm aaa . The procedure was successful with no endoleak. Sac regression was seen following this.  It was reported on the date of the CT , sac expansion was noted. An open repair was performed thirteen days later, the proximal bare stent and endoanchors were cut from the main part of the stent graft. The bifurcate stent graft was partially removed along with the limbs. The supra renal  bare stents of the bifurcate and endoanchors were left inside the patient. The physician did not report seeing any endoleak during the open procedure. The sales representative believes that a trace of a type ii endoleak could be seen on post evar scan. It was reported the patient is unwell in ICU following the open repair.  Per the physician the cause of the sac expansion can not be determined.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.